Event description:
The customer reported that the system displayed a communication error message and stopped ventilation on the patient. An alternate ventilator was required to resume ventilation on the patient. There is no report of patient injury associated with this event.

Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb). The cse performed system calibrations and performance checks. The system was operating within specification. (B)(4).